Manufacturer narrative:
D.4 device expiration date: unknown. H.4 device manufacture date: unknown. E4. The initial reporter also notified the FDA via medwatch # 3300730000-2023-8006. H.6. Investigation summary: a complaint of a cut on the tubing prior to use was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10802688 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported that the bd alaris smartsite gravity set was damaged. The following information was provided by the initial reporter: the IV tubing was noted a cut in the tubing during inspection prior to the operative case.